Event description:
It was reported that the patient was having excessive charging burden. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively and the explanted ipg will not be returned due to hospital facility.